Event description:
It was reported that the lead had an increase in impedance and that there was lead fracture. It was further reported that during the lead extraction a tear occurred, code was called and the patient's chest filled with fluid. A 3500a form further reported that there was a perforation of the right ventricle and acute pericardial tamponade, along with the patient experiencing syncope. The patient was taken to the operating room for a left anterior thoracotomy and evacuation of clot, and the patient achieved hemostasis. The lead was replaced. Follow-up with the physician's office determined that the patient's status was good. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.